Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose level went up to 500 mg/dl. The customer did not prime properly and did not need to troubleshoot. She needed assistance with programming her transmitter information into the insulin pump. The device was not returned.